Event description:
Additional information received reported that the pump was replaced on (B)(6) 2012. During the replacement procedure when the explanted pump was disconnected from catheter, there was excellent cerebrospinal fluid (csf) flow, therefor only the pump was replaced. Patient outcome was not provided. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient has not had pain relief for one month. A pump study was performed. They were unable to aspirate cerebrospinal fluid from the catheter during the pump study therefore, it was aborted. Patient status was indicated as no injury/no adverse event. The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: catheter: model#8709sc, lot# n168969020, implanted: (B)(6) 2008, explanted:unk. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly.